Event description:
It was reported that the customer's insulin pump alarmed and error and insulin squirted out of the end of the tubing. Advised to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.